Event description:
Pt has a cardiac demand pacemaker. Pt complained of a syncopal or near syncopal episode the first time they used the muscle stimulator, as directed by a physician, for neck pain following a motor vehicle accident. Pt promptly stopped the treatment, and sought emergent medical attention. Their symptoms had abated by the time they reached the treatment facility, and they have not experienced a deterioration in their health as a result of the incident.